Manufacturer narrative:
Customer report of particulate on valve was confirmed. As received, two black/blue fiber-like particulates were found on the inflow aspect of leaflets 1 and 3. Post decontamination, the valve was rinsed two times using saline solution as instructed per IFU. The particulates remained attached to the leaflets. The particulate on leaflet 1 appeared bundled and measured 0.5mm in diameter. The particulate on leaflet 3 measured 1mm in length, and appeared to have frayed ends. Per photo provided by customer, there were three particulates on one leaflet. As received, two of the three particulates were found, and appeared to have moved from their original location. The third particulate was not found on the valve or in the solution. X-ray demonstrated wireform intact. The particulates will be processed for further analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Evaluation summary: further analysis of the particulates showed similar absorption characteristics when comparing to cellophane like material. The origin of the particulates could not be conclusively determined at this time. It is possible the particulates came into contact with the valve during use by the customer or during manufacturing.

Manufacturer narrative:
The device was not returned to edwards for evaluation. It is standard of care and prescribed in the IFU that valves and patches undergo a series of extensive rinses during the preparation phase prior to implant in the patient. This rinse process is required as the valves and patches are stored in glutaraldehyde. Accessories are also typically rinsed prior to use. It is possible, during this standard / mandatory device preparation, fibers or particulate may be observed. There are inherent tissue fibers on the ¿rough¿ surface of the pericardial tissue that at times can be difficult to distinguish from particulate. The rinse process should remove all particulate. As a result, small amounts of particulate are highly unlikely to enter the patient and cause injury. There are cases, however, where the particulate can be partially embedded in or attached to the leaflet or valve. If the particulate can be rinsed, the potential for injury to the patient is remote. If the particulate could be not removed during the rinsing process, and the valve was used in a patient, there is a potential for the particulate to enter the patient and embolize. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that upon opening the container of this valve, the scrub nurse noted, after careful inspection, a ¿black mark¿ on the valve before the rinsing steps. The "black mark" looked like a hair or piece of thread. The valve was rinsing but the hair/thread was not released so the valve was not used. The valve was placed back into original container and kept for collection. A second valve, same model and size, was opened and was implanted successfully. The patient was reported to be alive and well.